Event description:
Additional information was received that during the valve procedure, a procedural delay resulted from the valve infold. Per the physician, the patient's bicuspid valve, calcification in the raphe and ineffective initial predilatation were contributing factors to the valve infold.

Manufacturer narrative:
Updated data: b5 h2 h3 h6. Additional codes image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a significantly calcified possible type 0 bicuspid aortic valve with an annulus perimeter that measured 63.9 millimeter (mm) with a perimeter derived diameter of 20.4mm suggesting a 26mm evolut. It was documented that a 23mm valve was used instead. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the system was replaced. However, evidence suggests that the misload was not identified and the valve was attempted to be implanted. A pre balloon aortic valvuloplasty was performed with a 20mm balloon. During the valve implantation attempt, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured and removed. A new valve was loaded and fluoroscopic load inspection confirmed a good load. Another pre balloon aortic valvuloplasty was performed with the same balloon. The new valve was implanted at a depth of approximately 2mm on the non-coronary cusp in the cusp overlap view, and 7mm on the left coronary cusp in the left anterior oblique (lao) view and no infolding. Final angiogram revealed possible mild aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012606116); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter bioprosthetic valve implantation procedure, a pre-dilation was performed with a 20 mm balloon. The valve was deployed and an infold was observed in different projections. The valve was recaptured and removed. A new system was prepared. A pre-dilation was performed again with the same 20 mm balloon with a larger filling volume. The new valve was successfully implanted.